Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The patient c/o nausea and became hypotensive approximately three hours into the treatment. The staff noticed a large puddle of water on the floor. The source of the leak was determined to be the diasafe filter. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of approximately 3.1 kg. The patient was given one liter of saline and was discharged in stable condition.